Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of customer provided image shows a deployed device, and a device with a detached anchor. No fracture observed in the provided image. The complaint was confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, after the multifix anchor was implanted into the patient's shoulder bone the implant broke and could not be properly lock anchor suture to secure the suture on the lateral roll repair. The anchor was removed from the patient. Backup device was available to complete the procedure. A delay greater than 30 minutes was reported with no patient complications.